Event description:
The patient reported: I have requested a refund multiple times in the past because the promised treatment is not working, and byte is not delivering the expected results. After multiple rounds of treatment and attempts to complete my treatment, I consulted my dentist during my latest visit. He informed me that this treatment, as prescribed, will not achieve the desired results that byte promised, as aligners need to be worn for 22+ hours a day and require constant monitoring to see any progress. Now, I am forced to consider invisalign as my only option to complete the treatment I wanted. Clinical review: the patient is reaching out, noting that the aligners have not provided the promised results. The team is requesting a letter of recommendation or diagnostic findings letter for release from treatment. 4/23/24 patient was escalated due to providing a letter of recommendation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.